Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was found to be well below eos after 14 years. The battery depletion was normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the hospital ER with syncopal episode due to lack of pacing support. The patient had not followed-up with a physician since the implant; it was expected that the battery reached eos. The device failed to interrogate due to battery depletion and was replaced.